Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation

Event description:
During preparation for a medical procedure, the hospital staff noticed that the distal end of a neuron delivery catheter 053 (neuron 053) was ovalized upon removal from the packaging. The damage to the neuron 053 was found prior to use; therefore, it was not used in the procedure. The procedure was completed using a new neuron 053.

Manufacturer narrative:
Results: the device was kinked approximately 4.0, 21.0, 44.0, 72.0, 99.0, and 114.0 cm from the hub. Conclusions: evaluation of the returned neuron delivery catheter 053 (neuron 053) revealed poor return packaging resulting in several kinks along the catheter length. Due to this returned damaged, we could not confirm the reported damage or its associated root cause. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.